Manufacturer narrative:
The analysis of the lead confirmed the helix met specification and there were no fractures or internal shorts noted during electrical testing. There were no anomalies noted during analysis of the returned lead.

Event description:
After procedure, the physician noted the helix of the atrial lead would not fixate to the tissue, resulting in possible dislodgement. The lead was explanted and replaced, and the patient is in stable condition.